Event description:
It was reported during testing the latch lock sensor failed. There was no patient involvement or harm.

Manufacturer narrative:
One device was returned for analysis of complaint that latch lock sensor failed. There was no 12-month service history. Review of event log found no events related to complaint. Visual and functional testing was performed. Device failed latch lock test, confirming complaint. Probable cause was latch/lock sensor corrosion. Replaced latch/lock sensor. Device passed testing post repair.